Event description:
Drill bit broke during use. Piece encased in the pt's finger. Left in the bone to prevent having to break the bone to remove the drill bit. Received call from smith & nephew informing they were not MFR of the drill bit as previously reported.